Manufacturer narrative:
H3, h6: it was reported that after a hip resurfacing surgery, the patient experienced a painful hip 4 years post-operation. This adverse event was treated converting the resurfacing system to a bdmh. The patient's current health status is unknown. As of today, the implanted device, which was used in treatment has not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged device. A review of historical complaints data was performed using the part number and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. To the date, no clinically sufficient data was provided to perform a medical investigation. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a hip resurfacing surgery, the patient experienced a painful hip 4 years post-operation. This adverse event was treated converting the resurfacing system to a bdmh. The patient's current health status is unknown.